Event description:
It was reported two months post implant a (B)(4) adjustable gastric band erosion was experienced by the patient. The band was removed. During removal, the left gastric artery had eroded into the band. As the surgeon removed the band everything was fine. However when he withdrew a massive bleeding occurred. Visibility was limited. The operation was converted to open to control the bleeding. Patient is fine. No further information/dates is available on the product or surgery. The surgeon believes the problem is not specific to this band. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.